Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05104. It was reported that the patient¿s therapy was decreasing on its own due to high impedances on the right lead. Reportedly, there is lead migration. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.